Manufacturer narrative:
Concomitant medical products: 4592-53 lead and 1056t lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a superior vena cava (svc) coil lead impedance warning triggered on the right ventricular (rv) lead for undefined/high values. There was erratic/high pacing, rv coil and svc coil impedance measurements observed, and a lead fracture suspected. A lead revision was planned after the patient recovers from current hospitalization. The lead remains in use. No patient complications have been reported as a result of this event.